Event description:
The account alleged no head up function. No injury reported.

Manufacturer narrative:
The account stated that there is also a small hydraulic leak. No further info is available on the repair of the bed at this time.